Event description:
Reportedly, the physician was not able to fix the ventricular lead pin into the pacemaker. Same issue after the second attempt

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The physician was not able to fix the ventricular lead pin in the pacemaker. Same issue after a second attempt.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.